Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The custome reported via phone call indicating that she was hospitalized due low blood glucose. Customer's blood glucose was unknown mg/dl. The customer stated that emergency medical service came out, she did not go to the hospital. The customer was offered to troubleshoot for low blood glucose but declined. The customer's also reported via phone call indicating that the insulin pump had damaged. Customer's blood glucose was unknown mg/dl. The customer stated that scratches and gouge on the screen. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.